Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0, with an available fault ID of 0x277d. There was no adverse impact to the customer¿s blood glucose level reported, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappeared.